Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the physician found that the transition between the faradrive sheath and the dilator became less smooth. The physician had more often trouble inserting the sheath in the groin of the patient, especially for larger patients. The physician felt like the tip of the dilator/sheath has become more soft and was more difficult to pass through the groin. The physician has to use dilators more often than before due to this issue. The procedure outcome is unknown. No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Update to the initial, MDR in block(s) b5.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the physician found that the transition between the faradrive sheath and the dilator became less smooth. The physician had more often trouble inserting the sheath in the groin of the patient, especially for larger patients. The physician felt like the tip of the dilator/sheath has become softer and was more difficult to pass through the groin. The physician has to use dilators more often than before due to this issue. The procedure outcome is unknown. No patient complications have been reported. The product return status is unknown. It was further reported: the type of procedure was pulmonary vein isolation to treat paroxysmal atrial fibrillation. The device is not expected to be returning. The procedure was completed by using original device. The dilator and sheath tip was felt soft. No other issue has been reported.